Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor aspiration and sound problems. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative changed the memory settings of the machine to resolve the issue. However, there was no mention if the system met specifications after the part replacement. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2012. Based on assessment, the product met specifications at the time of release. Based upon the information provided, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).